Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Device was received with minor scratched display window, scratched case around display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated he was riding his bike and the device was exposed to sweat. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.